Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A risk manager reported a surgeon experienced a vitrectomy not cutting and cutting intermittently during a posterior vitrectomy with possible laser and gas treatment. The procedure was completed by replacing the product and increasing the cutting frequency and maintaining a 110 pounds per inch (psi) of the inlet pressure.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of there was intermittent cutting, then no cutting and the cutter sounded off; therefore, the condition of the product could not be verified. The product was processed and released according to the product¿s acceptance criteria. A sample was not received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown, therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: 2021-07253.

Event description:
Additional information was received indicating there was no harm to the patient.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).